Manufacturer narrative:
B5: per updated information the lens was exchanged for a longer length lens and the problem resolved. It was reported that the device was the cause of the event but that the device did not fail to perform as intended. For cause details the reporter stated "small diameter of icl, sulcus anatomy?" Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -17.5/2.0/088 (sphere/cylibder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Refractive surprise and double vision was observed. Lens remains implanted. In the reporters opinion the cause of event was the device " small diameter of icl". The reporter stated " surgeon has tried to reposition the ticl two times and after a couple days the lens was decentred again, in the same position." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.